Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#:(B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (10 mg at 2 mg) via an implantable infusion pump. It was reported that the pump was flipping and during the pocket revision the catheter was unable to be aspirated. The catheter was found to be kinked at the spine and there was fluid in the pocket. The catheter was replaced and discarded of.